Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event. H3 other text: device not returned.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was low, and the meter bg reading was 306 mg/dl. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 68 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.